Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the (B)(4) metal insert lot code. Per procedure, this device is exempt from device history record review. No other reports were found against the remaining product/lot code combinations. It should be noted, there are two revisions included in this reporting. Previous review of the provided medical records finds it is not possible to say if there is a manufacturing fault from the clinical information reviewed by this report. None was reported. Based on the information received and the investigation performed the root cause of the need for revision was undetermined, the reason for revision was not solely due to the device. All total hip arthroplasty has a risk of failure and the risks for an individual are an unpredictable combination of patient, surgical process, surgical procedure and device related interactions. Based on the performed investigation, a need for corrective action is not indicated.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 8/7/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, cyst, squeaking, increased metal ions, and metallosis. Lab results confirmed the high metal ions. There is no new additional information that would affect the existing investigation. The complaint was updated on:9/2/2015.

Event description:
Patient was revised on (B)(6) 2012 to address pseudotumor and pain. Physician's post-revision notes provided also state that the patient had dislocated on (B)(6) 2012 and (B)(6) 2013 and underwent closed reduction. Update rec'd 5/12/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metallosis, elevated cobalt chromium metal ions, clicking, and a cyst. A doi has been provided. A stem is now being added to address allegations of elevated toxic metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).